Event description:
It was reported that during device check a high, out of range threshold was observed. An externalized conductor was found when the lead was explanted.

Manufacturer narrative:
A partial lead measuring 50.3cm from the distal end was returned for analysis. External insulation abrasion was found at 42.5cm from the lead tip, consistent with lead friction to the ICD can. The etfe coating on one of the rv conductors was abraded and fractured at the same location. Electrical testing that could be performed was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.